Event description:
The customer reported that the system displayed iris error messages. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the defective iris potentiometer and calibrated the system. The system operates as intended.